Manufacturer narrative:
(B)(4) = anvil, incomplete cycle, cartridge. The analysis results found that one pse45a device was returned with the anvil bent upwards and with an ecr45g cartridge loaded on the device partially fired 2/3 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon further inspection the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. No further functional testing could be performed due to the condition of the anvil; however, the bailout system was reset and a dry fire was performed to test the functionality of the device and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracic wedge resection, lobectomy procedure, the sales rep was called when the battery on the device seemed to stop working halfway through the third firing. The first two firings were on lung parenchyma, the third was on the bronchus of the lung. All firings were with green reloads. When the rep walked into the room they had already started the manual override process. The manual override was successful and case completed with another device of the same product code. There were no patient consequences reported.